Manufacturer narrative:
G4: 08mar2021. B4: 10mar2021. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the cooling fan needed to be replaced to return the device to working condition. The fse replaced the cooling fan to resolve the issue and bring the device back to functionality. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported to philips that the device had a noise from the air intake fan. There was no patient involvement.